Event description:
Caller states patient tested >8.0 inr on coaguchek xs system 1 and 3.4 inr on coaguchek xs system 2. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Report is for the suspect device used in system 2 (lot number 21132711, expiration date 06/30/2013). Reference medwatch report with (B)(6) for the suspect device used in system 1.